Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The issue was described as, while preparing to connect the tpn formula to the water port, it was found that fluid was leaking from the bag. The bag was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 01, 2023 and july 03, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.